Event description:
Customer reported via phone call to have received a button error alarm. Customer states that she may have laid on insulin pump. Customer's blood glucose was 600 mg/dl and was treated with manual injection.. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.